Manufacturer narrative:
(B)(4) reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Please note, this event has been previously reported under the medwatch facility (B)(4) - MFR report number: 0009613350-2017-01792.

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown mom hip implant on an unknown side on an unknown date. Currently, no further information is available.